Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had small r-waves and a slightly high threshold. The pace/sense portion of the lead was capped and the high voltage portion remains in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.